Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot #: va10lmj, implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 13-oct-2019, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. During a battery exchange, the hcp opened the pocket to test the lead and immediately noticed that the lead was uncoiling at the proximal end and the casing was separating from the end of the lead which was exposing the wire; the lead was noted as broken. As a result of what was reported, the entire system was replaced. During the lead removal, it stretched out even further. The environmental/external/patient factors that may have led or contributed to the issue are unknown. No diagnostics/troubleshooting were performed and the issue was resolved at the time of the report. No patient symptoms were reported and no further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The manufacturer representative reported the hospital took the battery and lead to pathology. The rep requested to be notified when it was available for return, but they had not yet been notified.